Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The analysis results found that a 1 seal device was received with the outer gasket torn. In addition, the tyvek was returned for analysis. Upon visual inspection with magnification, the outer gasket was confirmed to have evidence of cuts. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal.

Event description:
It was reported that the device had a note indicating that the flaps had broken off and fell into the patient during an unknown procedure. The parts that fell off were found and removed from the patient. There were no patient consequences reported and there is no additional information at this time.